Event description:
It was reported that the patient stated infusion set's tape does not stick due to hot weather and excessive perspiration on (B)(6) 2026. This emdr is being submitted for an unknown number quantity.

Manufacturer narrative:
Initial 1 of 2. Patient city: (B)(6). Patient country: italy. Establishment name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Post office or zip code: 91325¿1219. Based on the available information, this event is deemed to be reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.